Manufacturer narrative:
(B) (4)

Event description:
It was reported that intermittent loss of rv (right ventricular) capture was observed. The lead was removed and replaced. No patient complications have been reported as a result of this event. It was further reported the patient may have been syncopal. However, upon device interrogation, a problem could not be reproduced. Because the patient was pacer dependent, the physician chose to replace the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The full lead in segments was returned and analyzed.

Event description:
It was reported that intermittent loss of rv (right ventricular) capture was observed. The lead was removed and replaced. No patient complications have been reported as a result of this event.